Event description:
Per the clinic, the patient discontinued use of the device. The abutment was removed on (B)(6) 2013, and the site was closed with sutures. The implanted device remains.

Manufacturer narrative:
(B)(4). Implanted device remains.